Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s probe tip was broken. The reported issue occurred during a therapeutic hepatectomy procedure. The customer removed the probe tip immediately from an undisclosed location with no effects on the patient. The procedure was subsequently completed with a similar device with no delay. There was no further patient/user harm or injury reported due to the event.